Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for a fast supraventricular tachycardia (svt). Programming changes were made. The patient was admitted to the hospital and was being considered for an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) due to a poor ejection fraction. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that no further changes have been made aside from the previous reported programming changes. The patient was discharged from the hospital and there is no information suggesting any device upgrade procedures have been planned or undertaken at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for a fast supraventricular tachycardia (svt). Programming changes were made. The patient was admitted to the hospital and was being considered for an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) due to a poor ejection fraction. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.